Event description:
A report was received that a patient was experiencing difficulties charging the ipg. The physician determined that the ipg was at an angle in the pocket. The patient is expected to undergo a pocket revision procedure.